Event description:
As reported by the patient's attorney, a pinnacle posterior pelvic floor repair kit (MFR report #3005099803-2013-14574) and an advantage transvaginal mid-urethral sling system (MFR report #3005099803-2013-14552) were implanted into the patient on november 19, 2008. According to the complainant, the patient experienced an unknown injury. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.